Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure, the arms were calibrated, draped and sterile interface modules (sim) were successfully connected. Then, while attempting to dock the arm, encountered an error on the system tower stating ¿sterile interface module not attached¿, even though the sim was attached and recognized when the system was undocked. Troubleshooting steps included attaching and detaching the sim multiple times to rule out a draping issue, unbraking the arm cart, resetting the laser, and replacing the sim, but the issue persisted. The arm cart assembly (aca) was unplugged with the sim still attached, then restarted and calibration was performed successfully. The case was able to be resumed after approximately 15 minutes. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs showed an instance of an error code for 'linked to instrument and sterile interface module communication loss' and an error code for 'linked to arm docked and sterile interface module not connected' being triggered. These errors indicate the arm cart assembly was docked but no sterile interface module (sim) connection was triggered, which can indicate connectivity issues between the instrument drive unit (idu) and the sim. The connectivity issue is due to the inter-integrated circuit connection failing. This connection makes it possible for the idu to recognize the sim. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a connectivity issue between the idu and sim. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure, the arms were calibrated, draped and sterile interface modules (sim) were successfully connected, then while attempting to dock the arm the team encountered an error on the system tower stating ¿sterile interface module not attached¿, even though the sim was attached and recognized when the system was undocked. Troubleshooting steps included attaching and detaching the sim multiple times to rule out a draping issue, unbraking the arm cart, resetting the laser, and replacing the sim, but the issue persisted. The arm cart assembly (aca) was unplugged with the sim still attached, then restarted and calibration was performed successfully. The case was able to be resumed after approximately 15 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.